Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq1875 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after surgery for endometrial carcinosarcoma, the patient was treated with "central venous catheter with peripheral cannulation" chemotherapy at 10:02 am on (B)(6) 2020. Fever and chills appeared at 18:53 on (B)(6) the highest was 38.7, and 2ml of compound aminopyrine barbiturate was given intramuscular injection. Blood routine examination showed that white blood cells were normal: 6.66×10^9/l. Neutrophil absolute value: 6.34×10^9/l, normal; neutrophil percentage 95.1%; procalcitonin "0.055ng/ml"; hypersensitive c-reactive protein: 11.10mg/ml; 22:00 body temperature returns to normal; catheter tip culture: bacteria: no bacterial growth; fungus: no fungus growth; gram staining: no bacteria were detected. The fever reached 39.3 at 20:30 on (B)(6). PICC tubes were removed at 11:00 on (B)(6), and cephmonolester 1g was given anti-infection treatment every 8 hours. The body temperature returned to normal at 20:30 on (B)(6), without any fever.